Event description:
Patient was being transported in bed, foot of the bed first. Patient was in a bed with orthopedic traction attached. As patient was being wheeled through the door, the top cross bar of the traction bumped the door frame, which caused the perpendicular suspension piece to fall onto the patient's shins. The part that fell was wrapped in bandaging from previous use; weighed approximately 20 lbs (estimated). This fell on the legs, just below the knees. Once it fell, the part was immediately lifted from shins and remainder of traction was removed from the bed. X-rays were ordered; preliminary showed possible non-displaced fracture; however, follow-up x-ray confirmed no acute fracture identified. The type of device is no longer produced with the t-type handle. This product is >10 years old. We are unable to find the specific product number for the actual part in question, as the part is no longer manufactured or available by zimmer. The currently available "single clamp 9-inch bar" by zimmer has a circular handle in lieu of the t-type handle. The product number for the currently available product with the circular hand is product #: 00-0640-004-00 zimmer code: 9.